Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up, a battery longevity data anomaly was observed. The patient reported having had pet and cat scans in (B)(6) that may have contributed to the anomaly. A programming change was made and the battery was able to be updated. The patient was stable.